Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the patient experienced constant static resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report has been submitted on november 06, 2021.